Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) was able to get regular treatment through a percept implantable neurostimulator (ins), however, after looking at the streaming and timeline data, the values are abnormally high and do not fluctuate, leading healthcare provider (hcp) to believe the sensing capabilities of the ins are broken. A few channels that have issues are 0-3 and 1b, as a minimum. This event does not seem to affect the effect of stimulation, since that has been going well. There was artifacts sensing and impedances. The impedance measurements are "investigated" (automatic mode), but the numbers are not incredibly high. In another session from the same day, there were in range values. Bipolar impedances between segment 1a and 1b were 11,133ohms. Impedances between 1a and 1c were 10,387ohms. Impedances between 1b and 1c were 12 ,136 ohms. No symptoms were reported. Impedances between 1a and 1b were 8585. Impedances between 1a and 1c were 8550. Impedances between 1b and 1c were 8653.

Manufacturer narrative:
D6a. The implant date is an estimated date (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that impedances were fine after ins implantation in late 2023. The cause was not determined but they think impedance issues. Impedances cannot be improved at this point and they are not explanting the system. The issue was not resolved with no further actions planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.